Event description:
Customer reported that the motor did not rotate very well and got hot. This is 1 of 1 report for event #(B)(4).

Manufacturer narrative:
This device was used for treatment not diagnosis. Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. During service, technician found that the motor had an interruption in the winding. The motor does not rotate very well and it gets hot. The motor was replaced. Device repaired and returned to the customer on (B)(4) 2012. Placeholder.